Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web ( (B)(4) ) database review and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or inadvertent mishandling during the procedure resulted in the reported core separation. Additionally, the reported treatments appear to be related to the operational context of the procedure as surgery was performed to remove the separated portion of the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 7/21/2021 a hi-torque balance guide wire was used without noted issue. However, on (B)(6) 2021, the patient complained about left arm pain and radiology confirmed that 45cm of distal guide wire was left in the patient¿s arm. On (B)(6) 2021, the guide wire piece was removed via surgery. There was no adverse patient sequela. No additional information was provided.